Event description:
It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that heartmate 3 (hm3) may be associated with thrombus. The article was a retrospective review of clinical data from pediatric patients (aged 7¿18 years) who underwent heartmate 3 implantation for end-stage heart failure (eshf). Data was collected from 11 patients implanted between jan2022 and mar2024. At the time of surgery, 45% were males with a median age of 14 years (iqr 11¿17), a median weight of 47 kg (iqr 28¿50), a median height of 159 cm (iqr 135¿165), and a median body surface area of 1.36 m2 (iqr 1.071.53) at the time of the intervention. During follow-up, one patient exhibited a thrombus in the right atrium due to non-compliance with warfarin therapy, which resolved with anticoagulant therapy revision. The hm3 device appears to be a safe and effective palliative option for pediatric patients with eshf. The use of vads is more prevalent in adult patients. In pediatric patients, the device size¿s incompatibility with the patient limits its usage. The major limitation of hm3 implantation in smaller patients is the limited space in the thoracic cavity and the potential danger of pump positioning being compromised when closing the chest.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of pediatric cardiology, department of cardiovascular surgery, ege university, izmir, türkiye author information: eser dogan. Dogan, e., ulger tutar, z., tuncer, o. N., levent, r. E., engin, ç., yagdi, t., atay, y., & özbaran, m. (2024). Outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey. Frontiers in cardiovascular medicine, 11. Https://doi.org/10.3389/fcvm.2024.1472663. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental to MFR #2916596-2025-01760 and the reportable information will be covered in there.